Manufacturer narrative:
Death has now been classed as a 'sudden cardiac death'. Correction: event date is the (B)(6) 2016.

Event description:
During index procedure the patient had one endeavor sprint drug eluting implanted in the lad. It is reported that on the same day the patient suffered a mi. Patient was treated with medication but the patient died. Investigator indicated that the reported events were not related to the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.